Manufacturer narrative:
Based upon analysis of the customer's software data logs, a usb recovery thumb drive for a win 7 hemo-monitor t3600 with k600 video card was sent to the customer to upgrade their software. Merge healthcare is continuing to work with the site to upgrade the affected devices.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the site was seeing diagonal lines across the waveform display that caused a 15 minute delay during an active case. Additional information obtained from the customer revealed that the patient had not yet been sedated; the unwanted lines were intermittent and were present when played back in full disclosure mode. The device failed to perform an essential function which may lead to delay in diagnosis and/or treatment of patients; however, the customer reported that the procedure was completed successfully once the hemo system was rebooted.